Event description:
At close of case, pt. Began to move crna observed and stated that the o2 monitor was malfunctioning. It was observed that the silver balls in the 02 flow meter were at the bottom of the meter. Mouth to et tube ventilations initiated by crna. Pt 02 saturation @ 98%. No distress noted dr. Present. O2 via ambu to et @8l/min by anesthesia. Pt. Extubated without incident verbalizing on transfer to pacu.